Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub on one of the two returned complaint samples. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot #d805875 showed three similar product complaint(s) from this lot. ((B) (4)).

Event description:
It was reported that the product leaked.